Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 11, 2023. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information, device evaluation and correction). H6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation finding: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The returned sample was inspected upon receipt and noted that the tubing attached to the arterial inlet, outlet and cardioplegia port were not pushed past the second barb. Unfortunately, during the decontamination process the tubing was removed from the barbed connections; therefore, the sample was unable to be tested as received. The sample (without tubing attached) was pressurized with water, no leaks were noted. The unit did not leak when tested. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Leaked saline.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the saline was leaking. *no patient involvement. *the product was changed out. *the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4739 - gas exchanger. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1354 - leak/splash. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.